Event description:
This event was reported as valve explanted after 3 years due to significant aortic insufficiency, dyspnea and perivalvular leak. Replaced with a 23 mm 'top hat' carbomedics valve. No further info was provided.